Event description:
Customer state he was trying to deliver insulin and the buttons on the device were not working. Customer stated he thinks there might be water in the device, he can see droplets behind the screen. Customer's blood glucose was 220 mg/dl. Customer stated none of the buttons on the device worked. Customer stated the device might have gotten wet at night because he keeps it next to a bottle of water. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.